Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was found to have a type ib endoleak at the left common iliac artery. The distal end of the left common iliac measured 22mm in diameter. The physician opted to fix the endoleak with another manufacturer's 16x23x120 limb and landed just before left hypogastric artery. The endoleak has resolved. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.